Manufacturer narrative:
Device available for evaluation? Yes; returned to manufacturer on: 7/27/2020. Device returned to manufacturer? Yes. Device evaluation: the complaint product was received in its original packaging and inside wheel case at the manufacturing site for evaluation. Visual inspection under microscope magnification was performed and lubricant material residues and loose particles was observed in the lens surface. The lens was observed broken at the edge and both haptics looks damaged /distorted which can be related to the removal process. The reported issue was verified; however, due to the condition of the sample returned it is not possible to determine that the reported issue is related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing process record was evaluated and no deviation or non-conformance reports for similar issues were found during the manufacturing record review. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capsule rupture occurred when the intraocular lens was implanted on (B)(6) 2020. The physician indicated that it felt strange in how the lens came out (the direction of the haptic) during the implant and then the capsule was ruptured. The iol was removed from the eye and the procedure was completed successfully with a back-up lens. The physician confirmed that there was no problem with the patient after the operation. It was confirmed that no yttrium-aluminum garnet (yag) was used. The account indicated that there could be a flaw in the cartridge or the haptic which led to the capsule rupture. There was no patient injury reported. No further information was provided. This report is for the intraocular lens. A separate report will be submitted for the emeraldc30 cartridge.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.